Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study that during a follow-up examination, after a pulsed field ablation procedure to treat atrial fibrillation, the 12-lead electrocardiogram revealed sinus bradycardia and premature atrial contraction (pac). In addition, although the details are unclear, the patient is currently taking a calcium ion channel blocker for arrhythmias other than atrial fibrillation. The device is not expected to return as it was discarded by the facility. It was further reported that a total of 40 lesions were performed across the following ablation sites, 12 at the right superior pulmonary vein (rspv), 12 at the left superior pulmonary vein (lspv), 8 at the left inferior pulmonary vein (lipv), and 8 at the right inferior pulmonary vein (ripv). The anticoagulation regimen was edoxaban. No further information is available from according to the customer.